Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing a clicking noise in the knee following surgery.

Manufacturer narrative:
No devices were received with complaint for an investigation; therefore, the condition of the components is unknown and evaluations are not possible. The device history records could not be reviewed since the product part and lot numbers are not available. This device is used for treatment. The product history search for related complaints could not be conducted since the product part and lot number combination is unknown. Surgical notes were not provided so it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.